Event description:
The patient was treated with a 6 mg bolus and 56 mg infusion of IV tpa then treatment with the penumbra system 032 and 026 for an occlusion of the left ica supraclinoid. During treatment, the patient's left ica was dissected. This event was considered a serious adverse event with a severity rating of severe, and was probably related to both the penumbra system and the angiographic procedure. The dissection was treated with remedial therapy. In addition, the patient suffered an sah, hemorrhagic transformation, and progression of stroke all life threatening events. The sah and progression of stroke had an uncertain relationship to the device and the hemorrhagic transformation was probably related to the treatment with the penumbra system. The patient died on (B)(6)2009. This MDR is associated with mdr3005168196-2010-00574, mdr3005168196-2010-00575, mdr3005168196-2010-00576, mdr3005168196-2010-00577, and mdr3005168196-2010-00579.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. Conclusion: vessel dissection, hemorrhage, and neurological deficits including stroke are potential adverse events with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported events were anticipated procedural complications. The reports of these events came from data collected for the post-market clinical study (B)(4). Based on this data, it is not possible to determine precise device relationship to the event(s). Therefore, all known devices used during the procedure will be reported as possibly involved.